Event description:
It was reported that the ilet touch screen became nonfunctional and remained black despite device vibration on wake and when placed on a charger, with no water exposure and no reported blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no interruption to glucose monitoring, as the patient continued using a cgm application or receiver. Investigation included device replacement, user guidance to shut down the original device to prevent alerts, instructions to sync data prior to return, and logistical coordination for return. Investigation of this device revealed a display failure consistent with a screen visibility issue, localized to the user interface component, with no associated alarms and no impact on blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction of the display subsystem.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."